Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2013, the patient underwent a trial procedure and rec'd two leads (from the same lot). Post-op, the patient began to experience an intense "stabbing" pain and muscle spasms at the lead site. As a result, the leads were removed the following day. The patient seemed to be feeling better after the leads were removed.